Event description:
It was reported that an adverse event occurred. The sensor was inserted into the arm on (B)(6) 2023. The patient's parent reported that the patient experienced a hypoglycemic event while using the dexcom g7 cgm system. The patient's wearable failed sometime on (B)(6) 2023 and the patient was reportedly unaware of the failure. Consequently, the reporter stated that the patient suffered from a hypoglycemic event and had a seizure. The patient's mother responded by calling for an ambulance and treating the patient with a glucose drink. Right after providing the drink to the patient, a blood glucose meter reading was taken and read 3.4 mmol/l. The patient was then transported to the hospital via ambulance where he underwent an MRI scan and unspecified testing. No further treatment was reported to have been provided to the patient at the hospital. The patient was released from the hospital on 02/09/2023 and was recovered and well at the time of the report. Data investigation could not confirm a wearable failure. The probable cause could not be determined post investigation as the allegation was not found. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). (B)(6).